Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 360mg/dl. The customer stated that when she arrived at the hospital she started to receive no delivery alarms. The customer also stated that she changes the infusion set every three days. Troubleshooting was performed. Ran a fixed prime test and the device alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.